Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had an infection and they believed it was the right ins as the patient now had one ins on the left and one on the right. The caller believed that the patient had a breakdown of the skin in the area of the device which led them to go to the hospital. The caller didn't know or speculate on any other symptoms. There were no further complications reported.